Event description:
It was reported that during the implant procedure, the right atrial lead helix was unable to extend/retract after multiple repositions. It was thought that there was tissue in the helix. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the right atrial lead helix was unable to extend/retract after multiple repositions. It was thought that there was tissue in the helix. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.